Manufacturer narrative:
Evaluation of the returned pc400 revealed offset coil winds on the embolization coil. If the pc400 is forcefully manipulated against resistance during use, damage such as offset coil winds may occur. During the functional test, while advancing the pusher assembly through its introducer sheath without an issue, as the embolization coil exited the introducer sheath, it was found to be detached due to a fractured sr wire. This damage was incidental to the reported complaint and likely occurred due to forceful retraction against resistance. Due to the returned condition, the root cause of the reported complaint could not be determined. H6 (4316): the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left anterior communicating artery (acom) using a penumbra coil 400 (pc400), a non-penumbra microcatheter, a non-penumbra catheter and a neuron max 6f 088 long sheath (neuron max). During the procedure, a pc400 would not advance into the microcatheter; therefore, the pc400 was removed. The procedure was completed using non-penumbra coils, the same microcatheter, the same catheter and the same neuron max. There was no report of an adverse effect to the patient.